Event description:
The ethicon green contour stapler did not work properly. The pin on the stapler would not pull back when the lever was pulled. Also, the pin would just slide in and out of the load.